Manufacturer narrative:
An event of one of the valve leaflets being folded to the outside and not coapting was reported could not be confirmed. No anomalies were found with the valve leaflets, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 medical device problem code: code 2097 removed.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve w/flex cuff was selected for implantation. During the procedure, after patient contact, it was noted that the leaflets were not opening and closing properly. While rotating the valve, it was noted that there was resistance felt, then the leaflets of the valve fell off and fractured. All pieces of the device were recovered from patient anatomy. The device was not implanted and replaced with another 21mm sjm regent heart valve w/flex cuff. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.